Manufacturer narrative:
Reported event of gold probe failed to cauterize. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02359 captures the gold probe device and #3005099803-2014-02360 captures the injection gold probe device. It was reported to boston scientific corporation that a gold probe and an injection gold probe were used in the patient's stomach to treat a bleeding ulcer on (B)(6) 2014. According to the complainant, during the procedure the gold probe failed to cauterize the ulcer, despite an increase in power setting. The device was connected to an adapter cable and had been tested prior to the procedure. They used an injection gold probe but the same issue was encountered. The procedure was completed with another injection gold probe device using the same generator and settings. No visible issue to the complaint devices or their packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.